Manufacturer narrative:
No button error alarms or scrolling numbers noted during testing. The device had no button response due to corroded keypad traces. The following cosmetic damage was noted: minor scratches on the display window, cracked battery tube threads, cracked reservoir tube, broken battery tube lip, and missing end cap sticker.

Event description:
Customer reported via phone, the insulin pump had been alarming button error for about 45 minutes. Customer stated the device was in her pocket when the alarm occurred. Customer removed the battery in attempt to resolve the issue, reinserted it, and when she pressed up to set up the time the numbers kept scrolling. Troubleshooting was performed. Customer's blood glucose was 137 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.